Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The panels were replaced and the unit returned to service. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported the south panel is not latching. There was no patient involvement.

Event description:
The hospital reported the south panel is not latching. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The panels were replaced and the unit returned to service. No report of patient involvement. Legal manufacturer: (B)(4).